Manufacturer narrative:
The investigation for the positioning issue and hemolysis has been completed. The complaint device was not returned for investigation. Data logs were reviewed and found no motor current spikes observed. No suction alarms occurred. Impella position in aorta alarms occurred on the day of reported event but repositioning the impella did not solve the hemolysis issue. Hemolysis mostly resolved and p-levels increased after change in medications support. The cause of the hemolysis issue could not be determined since the complaint device was not returned for investigation and insufficient clinical data was provided. The cause of the positioning issue most likely was use related due to improper technique. E.1 revised first, middle and last name as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-17414.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore, ¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced a positioning issue with the pump and developed hemolysis. The patient tolerated the implant of the impella cp pump and pulmonary artery pulsatility index was noted to be suboptimal. Discussion for supporting the right side of the heart was made with pending decision. The next day after implant of the impella cp pump, the pump migrated into the aorta without any previous patient movement and was successfully repositioned. Additionally, labs for the patient showed hemolysis. Labs continue to hemolyze over the next couple of days despite dropping p-level p-6. The p-level was reduced further and on day five of support, it was noted the hemolysis decreased. Lab results were not hemolyzed. The patient remained intubated and sedated in critical condition. Additional information noted care for the patient was withdrawn (after comfort measures only) and the patient expired after approximately a total of 15 days on support. Medical safety reviewed the event noted the use of the impella cp device cannot conclusively be associated with the outcome (patient's demise).